Event description:
The customer's father reported via phone call that the insulin pump powered off. The father stated, the battery was replaced, but a battery out limit alarm occurred after. It was also found the buttons were unresponsive on the insulin pump. Customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked connector at the lcd board. Displacement test and battery out limit test were not performed due to the keypad anomaly. The device had reservoir tube lip, minor scratches on the lcd window, and cracked case at the display window corner.